Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated not receiving an auto-off alarm. The customer stated that there was no interaction with the pump for 14 hours and had not received the alarm. Tandem technical support verified data logs and an interaction was noted. Although requested, no further information was provided. The customer's blood glucose levels were not impacted.